Event description:
Using a farelli biliary stent set, I placed a biliary stent in the patient's common bile duct. I deployed the stent in accordance with manufacturer's instructions and the metal markers on the stent deployment system came off and are in the common duct. I expect to have a gastroenterologist performed ercp to not only clear the duct but to retrieve the metal pieces.